Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cable require reset. A field service engineer, reseated the cables in the back for drawer 4.1 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary the drawer has failed and not detected on bus. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.